Event description:
It was reported that the vns patient¿s device settings were different than what was previously programmed. The patient had been admitted to the hospital for subdural grid placement. On (B)(6) 2014, the patient¿s device was disabled; however, on (B)(6) 2014, the patient¿s device was unexpectedly found to be programmed back on. The settings were indicative of an interrupted system diagnostic test. Review of programming and diagnostic history did not show the initial device disablement on (B)(6) 2014. On (B)(6) 2014, patient¿s device was found to be programmed off. The magnet mode output current was programmed back on, but an interrupted system diagnostic test subsequently occurred that caused an unintended change in device settings.

Manufacturer narrative:
Review of the available programming and diagnostic history.